Manufacturer narrative:
E1. Initial reporter first and last name is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during the setup of impella cp support, a controller error alarm occurred while priming the purge system. The issue was resolved by replacing the console and the new console functioned without issue. There was no patient involvement.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.